Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine device check, this pacemaker exhibited a remaining longevity of 3 years. The remaining longevity at the previous follow-up six months ago was 4.5 years. Premature battery depletion was suspected and device data was submitted to technical serviced for review. Technical services confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine device check, this pacemaker exhibited a remaining longevity of 3 years. The remaining longevity at the previous follow-up six months ago was 4.5 years. Premature battery depletion was suspected and device data was submitted to technical serviced for review. Technical services confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about three months later. No additional adverse patient effects were reported. The explanted device was not to be returned for analysis. Subsequently, this device was received and is now undergoing laboratory analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine device check, this pacemaker exhibited a remaining longevity of 3 years. The remaining longevity at the previous follow-up six months ago was 4.5 years. Premature battery depletion was suspected and device data was submitted to technical serviced for review. Technical services confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about three months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.